Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video rectosigmoidectomy, when stapling the rectum with the stapler, after it was triggered the stapler did not fire. They used a second device and load and presented the same problem locking after the first staple was fired. They changed the device and reload twice to complete the procedure. There was no patient injury.